Event description:
It was reported that the ventilator generated alarms for high peep (positive end expiratory pressure). There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse). No malfunction was found on the device. The reported issue was confirmed during evaluation of problem description and service report. Further evaluation of the received log files confirm alarms indicating a high pressure situation at the date of event. Also, logs show peep set to 10 and peep high alarm limit at 10. Thus, logs indicate tight limits settings. No parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.